Manufacturer narrative:
Voluntary event report was received. Medwatch: mw55119655.

Event description:
It was reported that the patient's right ventricular lead exhibited high capture threshold resulting in intermittent capture. No intervention was performed. There were no patient consequences.